Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported a fluid leak during fill 1 of 3. The patient noted that there was a hole in the tubing. The tubing set has been discarded. The patient did not complete treatment. Upon follow up with the patient's nurse, it was noted that the patient was in good status and experienced no cloudy effluent or peritonitis from the leak event, nor was administered any antibiotics.